Event description:
The probes are too hard. They cause nose bleeds when used nasally. The probes are too long. After 30-45 mins. The probes become very erratic as though something has burnt through on the electronics or there is no contact.